Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. Corrected field: b3 (date of event). This supplemental emdr represents the ventralex st (device #2). An additional emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. It is alleged that the patient sustained injuries on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia x2 thereby underwent open repair with implant of ventralex st (device #1 & #2). Per operative notes, ¿the first hernia defect was identified and reduced. A large ventralex st (device #1) was placed and sutured. The 2nd inferior defect was identified and repaired with medium sized ventralex st (device #2). ¿ (B)(6) 2012 - patient was diagnosed with gastric outlet obstruction with stricture of gastroduodenal thereby underwent open repair with excision of mesh (device #1). Per operative notes, ¿the adhesions of omentum and bowel with mesh were lysed. The balled up large ventralex st (device #1) was removed and stricturoplasty was performed. ¿ (B)(6) 2014 - patient was diagnosed with chronic wound drainage and infection thereby underwent open repair with partial excision of mesh (device #2). Per operative notes, ¿the chronic sinus tract was removed. The mesh (device #2) with purulence was partially removed. ¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia x2 thereby underwent open repair with implant of ventralex st (device #3 & #4). Per operative notes, ¿the small hernia defect was identified and repaired with small ventralex st (device #3). The large hernia defect was identified and repaired with ventralex st (device #4). ¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. It is alleged that the patient sustained injuries on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.